Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. It was reported that the patient experienced peritonitis on an unreported date in (B)(6) 2014. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. However, it was reported that to possibly be due to unspecified water borne infection but this could not be medically confirmed. The patient was hospitalized for the peritonitis. The patient was treated with unspecified antibiotics intraperitoneally (dose and frequency not reported) and cipro (dose, route and frequency not reported) for the event. The patient was reported to be recovering from the event. It was reported that pd catheter was removed and therapy was switched to hemodialysis. Additional information was requested but is not available. This is report 3 of 3 involved in this event.